Manufacturer narrative:
Product complaint # (B)(4). 1818910-2020-10687 is being retracted since it was reported in error. It is reasonable to conclude the screw is not the subject of ¿ and would not cause or contribute to, the reported serious injury of revision due to mom pain as they are not part of the metal articulating surfaces.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a rt tha performed sometime in 2007 using a trilock stem and pinnacle mom. The surgeon wanted to do a rt tha revision on this patient because he said the patient started to complain of pain and he felt the mom was causing this. The surgeon removed the metal liner and head. He then trialed with a 32 x 50 neutral trial liner and 32+5 head. He felt that the patient was unstable, so he decided to remove the pinnacle cup as well and chose to use biomet g7 for a dual mobility option. Doi: 2007. Dor: (B)(6) 2020; affected side: right hip.